Manufacturer narrative:
The reported event that cross plate universal anchorage 2 cp t8 was alleged of 'tissue damaged' could be confirmed. The discoloration of the plate on soft tissues is a known event. A medical opinion was provided by our medical consultant: "the literature talks about the varying corrosive effects of anodized titanium, relating to the thickness and color of the anodized layers. At a fracture site, wolff¿s law is occurring with a generation of an electrical current, although very slight, the current occurs within the solutions around the plate and soft-tissue and will corrode to metal surface. It is the interaction of an inorganic material in titanium plates, and soft tissue and he degree of roughness of the implant surface, the methods utilized in achieving the surface topography, and the chemistry of implant materials (titanium), are some of the factors that may affect the soft tissue response of the plate to the adjacent soft tissue and create the grayish color. There has been no risk reported with this corrosive action." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
When the clinic was to remove an anchorage 2 plate, they discovered that implants had stained on the soft tissues of the wound. Grey discolorations in the wound were found where the plate had been sitting. The clinic had put in the plate in the first place. This university hospital is now scared to use their new variax 2 and anchorage 2 plates since this now have happened several times. Two times is reported. They need this instrument/implants but are afraid to use it.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
When the clinic was to remove an anchorage 2 plate, they discovered that implants had stained on the soft tissues of the wound. Grey discolorations in the wound were found where the plate had been sitting. The clinic had put in the plate in the first place. This university hospital is now scared to use their new variax 2 and anchorage 2 plates since this now have happened several times. Two times is reported. They need this instrument/implants but are afraid to use it.